Manufacturer narrative:
Investigation is currently in process by manufacturer, no root cause has yet been established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the aquabeam the scope broke while being setup. The scope was replaced with a new unit and the procedure was successfully completed. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
H.10 additional manufacturer narrative: to date, the aquabeam scope has not been made available to procept biorobotics corporation for investigation. A review of the device history record (DHR) for aquabeam robotic system/serial number: (B)(6) and the aquabeam scope / lot number: 72109/s0029 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified 20 other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt,gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The root cause of the reported event could not be determined as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam scope was returned for investigation. Visual inspection was able to confirm the reported event as the scope was observed to be snapped into two pieces with multiple kinks and breakages along the semi-flexible hypotube. The root cause is undeterminable, however, it is likely that it was caused by excessive pressure being applied on the scope. The current user manual explicitly mentions how to reduce scope breakages - "do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure and 11.2.21 aquabeam robotic system disassembly - holding the aquabeam handpiece scope tube tip, rotate the scope proximal key adaptor about 30 degrees clockwise and counterclockwise while pulling the aquabeam scope out of the aquabeam handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.